Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation a spaceoar vue device was implanted during a spaceoar placement procedure in (B)(6) 2023. The same week of the placement procedure, the patient reported that he pooped out the hydrogel. The scans showed that the hydrogel had fully pooped out and there were no traces of hydrogel. The patient complications were reported as rectal wall infiltration. The patient outcome is unknown at the moment of this report.